Event description:
The initial reporter received questionable ise indirect na for gen.2 result for two patient samples tested on the cobas 6000 c 501 (ul) v. The reporter was able to provide one example of a questionable result that was reported to the nurse. The nurse thought that the result was incorrect which prompted the rerun of the patient sample. The initial result was 168 mmol/l. The repeat result was 140 mmol/l. The repeat result was deemed correct. It has not been confirmed yet if the electrode lot number is 117.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found that there were rinse tubing failures in several tubes. He then replaced the rinse tubing set. The customer performed qc and a 21-cup precision run using patient samples with successful results. The calibration performed on (B)(6) 2023 was within specifications. The qc was within specifications. The alarm trace did not indicate any issues.  After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.